Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On 04/27/2025, it was reported that the patient started to feel sleepy and incoherent. There was no report of what the cgm was displaying at this time. The patient was wearing an omnipod insulin pump. His body suddenly stopped moving. He then dropped to the floor and was moving around and bumped his body, which caused the sensor to fall off. The patient then lost consciousness. The patient was alone; therefore, it is not known what the cgm was displaying when the patient became symptomatic (prior to falling off) and no bg meter reading was taken either. The patient regained consciousness on his own after approximately 4-5 hours. Once he woke up, he went into the kitchen and drank some apple juice as treatment. The patient did not seek assistance from a higher level of care. The patient was ¿normal and completely fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.